Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no physical damage found on the device. Event log history was performed, and no issues were found in history. During analysis, constant alarm was not detected during power up. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a constant alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.